Event description:
It was reported that the insulin gauge was inaccurate, reportedly the cartridge had run out of insulin. The customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provide. A correction bolus via pump was given to address the bg. Customer loaded a new cartridge to resolve the issue. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.